Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard the device emitting tones and went to the clinic. When the ICD was interrogated, the fault code 1003 was displayed, indicating that the voltage was too low for projected remaining capacity. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. The engineers performed a review of the memory download and discovered that this device experienced a product performance issue and should be replaced. The ICD was successfully replaced and will be returned for immediate laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the device is returned and laboratory analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(6) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth analysis revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.